Manufacturer narrative:
Morrey et al. "Ulnar component surface finish influenced the outcome of primary coonrad-morrey total elbow arthroplasty." Journal title. 95:1117-1124. This report is number 1 of 4 mdrs filed for the same patient (reference 1822565-2017-00709 / 00711 / 00713). No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. (B)(6).

Event description:
It is reported in a journal article that the patient underwent a two stage elbow arthroplasty revision due to periprosthetic fracture of the ulna and loosening. The first stage involved debridement. The second stage involved placement of an allograft-prosthetic composite. No further information is available.